Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer alarms over temp (when set to the factory temperature) and has fluid ingression from the return tube. The issue did not occur during patient use and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical level 1 trauma fast flow system was returned for analysis in a good condition with no physical damage noted. During analysis, the reported problem was able to be duplicated. It was noted that there was a crack in the return tube which had leaked water and damaged multiple internal components and was the cause of the reported problem. Service replaced the returned tube and the main printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.